Event description:
It was reported that the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. The customer successfully resumed insulin delivery after being informed by technical support about the pump¿s safety features and necessary actions such as manually restarting cgm sessions and reloading the cartridge. The customer understood the procedure and acknowledged the information.